Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address aseptic loosening of the femoral and tibial component at bone to implant interface. Cement manufacturer is unknown. Doi:unknown; dor: (B)(6) 2017; right knee.